Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample was returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6333965. It can be affirmed that this is a one-off occurrence, related to the grease residue of the equipment caused by operational failure after line cleaning. Conclusion: during the production of the batch in question there were no records of occurrences in the control plane related to this defect, however after the sample analysis it is possible to confirm the foreign matter defect. After this evaluation it can be affirmed that this is a one-off occurrence, related to the grease residue of the equipment caused by operational failure after line cleaning. (B)(4).

Event description:
It was reported there was foreign matter in a bd 20ml plastipak ¿ syringe before use. No medical interventions reported.